Event description:
Recently our facility switched to a product called detergent surg-enz advanced multi enzymatic, part number 404c-1, manufactured by surgical instrument care specialist. We made the switch to this product after trailing the product and determining that is was a good cleaner to be used within the facility. During the trial we had no issues with the product and during the first few deliveries there were no issues either. Lot # f295 was initially affected; it had the appearance of being coagulated - in all honesty it reminded you of something that had frozen and thawed. The initial quantity affected was 14 gallons. We contacted the distributor and they shipped in new product to replace the coagulated product. Upon receipt of the replacement product we identified an additional 14 gallons of product with the same defect. The affected product has been received in the following lot numbers: f275, f295 and f355. We are reaching out to the distributor to receive a credit for the affected product. They have been notified that we will not be using their product until this defect is corrected. This coagulated product has stopped up the lines on the dispensers as well as clogging the pumps on various pieces of equipment within our decontamination section. Everything has been disassembled and cleaned.